Manufacturer narrative:
Device was received with broken belt clip rails. No damage on the reservoir tube, reservoir tube lip, and retainer noted during physical inspection. A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damage. The customer's blood glucose was 11.1 mmol/l. There was crack in the rails where belt clip was placed. The troubleshooting was performed for the damage and found that the reservoir was not locking in place. The insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.